Event description:
A baxter engineer reported a pump with a depleted battery. It is unknown when this occurred. It is not known if there was any pt injury or medical intervention necessary according to the hospital representative. No add'l contact info is available.